Manufacturer narrative:
A product sample has been requested; however, it has not yet been received by the manufacturing site. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that aspiration or cutting failure of the probe occurred during a vitrectomy procedure. The probe was replaced; however, the replacement did not perform as expected. The issue was resolved and the surgery was completed after adjusting the settings to 5000 cuts per minute. There was no harm to the patient. Additional information has been requested.